Event description:
The doctor reported that her patient complains of halos and glare around lights at night. The surgeries were combined with trabeculectomies and no iridectomy. As a result of the patient's complaint, the doctor prescribed alphagan three - four (3-4) times per week. Reportedly, the medication has lessened the degree of the halos and glare. The date of when the patient's symptoms had started was not provided. A separate medical device report is being filed for the left and right eye.

Manufacturer narrative:
Intraocular lens. Method: a review of the manufacturing records for the intraocular lens revealed the lens met all specifications prior to release. Halos and glare are a known and labeled side effect of all multifocal intraocular lenses. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.